Manufacturer narrative:
The company rep replaced the power supply. The unit was tested to factory spec. It functioned normally and was returned to the customer. The power supply is being returned to datascope for eval.

Event description:
The customer reported that while the unit was in use on a pt, the unit shutdown after one hour. The pt was switched to another unit and therapy was continued. No pt injury was reported.